Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/apr/2017 and 24/jul/2017. Additional, changed, and/or corrected data: a4, a5, a6, b2, b5, b6, d9, h3, h6, h11.

Event description:
Healthcare professional reported a right-side rupture. Healthcare professional later reported right side "intact textured silicone implant was encountered" and "no sign of rupture or leak" observed during surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
Asr / psr date submitted: 24jul2017. Visual analysis of the returned device identified: weight to the spec, opening, capsular contracture, crease flat. A microscopic analysis was performed which identify striated edge opening on radius side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: - a striated edge opening on radius side due to surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.